Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device then underwent functional testing , confirming the reported customer complaint. During power up and inspection, the device found to have error code 44510 on the screen display. This was a result of a faulty microprocessor board, and the problem source has been determined to be unknown.

Event description:
It was reported that smiths medical cadd solis pump displayed an error 44510 was identified. No patient involvement.